Manufacturer narrative:
G2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that stimulation was suddenly not felt this morning. No improvement even after changing the group. ¿not found in the patient's heart¿. It was confirmed that stimulation was on. When the stimulation was increased, it was confirmed that (59) the setting was not available. It was confirmed that the remaining battery level of the implanted neurostimulator (ins) was 90%. It was explained that the issue could be resolved by either reducing the output or changing the group. They had created three groups, a, b, and c, all set to approximately the same strength, around 12. Currently, they are using group c, but even after changing the other groups or reducing the stimulation, they were unable to increase it, and the issue of the settings being unusable recurred. The previous consultation was a week ago, and it had just been set up by the pic from sanshodo. Until this morning, everything was going well. The next consultation was planned for september. However, they suddenly stopped feeling stimulation, and the issue of the settings being unusable was unresolved, so they were advised to consult a medical institution. Due to the lack of stimulation, they were experiencing pain, so an early consultation was recommended, and an apology was made. The issue has not resolved. Additional information was received. It was confirmed that the previous consultation occurred on 2025-may-15. Cause of the increased / settings not available issue was asked and unknown. They asked the customer to stimulate using in other groups, not using the reported group. There is no problem with stimulation in other groups, and it has been resolved at this time. The settings of the group will be changed at the next outpatient adjustment. Distributor took the action, so they do not know if the impedance measurements were performed or not.

Manufacturer narrative:
Correction to b5: translation corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received confirming the statement ¿not found in the patient's heart¿ was an incorrect translation, correct translation is ¿we have no idea¿.